Event description:
It was reported that during an implant attempt, it was noted that the svc coil was becoming "unwrapped" from the lead body. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; (B) (4) full lead.